Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, there were unexpected pump reboots observed in the black box. The battery compartment was found to be cracked. The battery cap was not returned. There was corrosion observed inside the battery compartment. A test battery cap was able to fit and maintain electrical connection and it was used to complete a 24 hr duration test. There were no pump reboots duplicated during that time. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. No damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.